Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm apex¿ balloon catheter was advanced for dilatation. However, the balloon ruptured below the recommended pressure. It was noted to be damaged. The device was completely removed from the patient's body and the procedure was completed with another balloon catheter. No patient complications were reported.